Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer opened but the cubie did not open when trying to issue. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist (tss) confirmed that the cubie was not opening during the user attempt to access medication. The tss advised the user to contact the pharmacy so a replacement cubie could be sent and instructed the user to stat the medication as needed. The system functioned as intended after the technical support specialist inspected the issue.